Manufacturer narrative:
Date sent to FDA: 02/24/2017. Additional information was requested and the following was received: the patient demographic info: age, gender, weight, bmi at the time of index procedure: (B)(6), female, unknown weight/bmi. The diagnosis and indication for the initial surgical procedure? Unknown, reporter was not the original surgeon. What were current symptoms following the index surgical procedure? Onset date? Vaginal bleeding, 2016. Other relevant patient history/concomitant medications nil. Product code and lot number? Unknown. The initial approach for the index surgical procedure? Posterior vaginal prolift. Any concurrent procedure/device implantation? Tvt-o. Were there any intra-operative complications? Unknown. When was the mesh exposure first noted by a physician? (B)(6) 2016. Mesh exposure site/location, symptoms and diagnostic confirmation? Posterior midline vaginal wall, confirmed on histology. What is the patient current status? Awaiting review.

Manufacturer narrative:
(B)(4). Date sent to FDA: 12/16/2016. (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications product code and lot number? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Mesh exposure site/location, symptoms and diagnostic confirmation? What is the patient current status? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The mesh is scheduled to be explanted on (B)(6) 2017 due to vaginal mesh erosion causing bleeding. Additional information has been requested.